Event description:
Information received indicates the brake and steer functions do not work.

Manufacturer narrative:
The hill-rom technician found the brake linkage was cracked. The technician replaced the brake linkage to repair the bed.